Event description:
Customer called stating that their meter is reporting high results. Meter reported a result of 234 mg/dl, compared to another unk meter's results of 122 mg/dl. Customer asked to return meter for further evaluation, and a replacement was provided.